Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) leads exhibited "issues"and had to be reprogrammed to unipolar. It was noted the ra leads exhibited, no atrial capture, a low lead impedance warning and far field r-wave (ffrw) oversensing. The ra leads remains in use. No patient complications have been reported as a result of this event.